Event description:
It was reported that the cassette was not recognized properly. This occurred during priming at the facility. There was no patient involvement. Evaluation of the returned device identified a defective downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and the reported issue was confirmed. Functional testing also confirmed the reported issue. The cause was traced to a possible defective downstream occlusion (dso) sensor. The dso sensor will be replaced. However, the device was returned unrepaired at the customer's request.